Event description:
New information received indicates that under-sensing reoccurred on the implantable cardioverter defibrillator (ICD). No intervention was performed.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed under sensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.